Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was delivering within specification. The event log showed that the program manual continuous mode was selected and delayed start was selected but there was no time stated. This could have occurred due to an error in programming, but there were no faults with the pump as it passed functional and accuracy testing. No further action was taken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, while delivering veletri at a continuous rate, the pump would run empty 20-30 minutes earlier than the set time of the patient's infusion. No patient harm/adverse event was reported.